Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported phrenic nerve paralysis could not be conclusively determined.

Event description:
During a pulmonary vein isolation procedure using a therapy cool flex ablation catheter, the patient experienced phrenic nerve paralysis. This information was obtained during a literature search and no further information is available.